Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jun-02, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep said the patient got a message on the controller indicating desired setting is not available. Patient used to be able to increase stimulation to about 8 ma, but now patient got error at 6.6 ma. Impedance check showed electrode 4 was at 40k ohms, the rest were in the 600-700 range. Rep said patient was using dtm programming, with electrode 4 as part of the programming. Technical services (ts) suggested not using electrode 4, and to monitor more closely as patient's impedance was normal a month ago during rep's visit. No fall/trauma reported. The issue was not resolved through troubleshooting. On 2022-06-09, the rep reported issue has been resolved. Was able to program around the electrode and achieved pain relief.